Event description:
A report was received that stated the pump alarmed ¿check clutch¿. No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing was able to reproduce the customer¿s complaint of a ¿check clutch¿ alarm. Our tech replaced both flippers on the plunger left case which were worn. Replaced broken top case. After repair, the device was found to pass all delivery, accuracy and functional tests.